Event description:
It was reported that the handpiece began overheating during set up prior to the start of a procedure. There was no pt involvement reported. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor stuck in the motor due to corrosion. Those parts were replaced along with other components. Svc did a clean, lube and adjust to the device, and it was repaired and returned to the customer.